Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
The external device displayed early replacement indicator. Troubleshooting is pending where the software will be updated. The device is providing therapy.